Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the median should be removed from the drawer. The field service engineer removed median and conducted preventive maintenance. The customer has now successfully recovered the drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was encountered a failure. The customer reported that the malfunction caused a delay in the administration of medication to the patient. There were no adverse events or injuries reported based on this incident.